Event description:
It was reported that the pump was reportedly ¿not seeing channel¿. All the channels were ¿to the left side of the pcu¿. On site manufacturer representative assessed devices involved in this event. It was noted the suspect pump module was found with a sticking door latch assembly and surface contaminants on the iui (m) connector. The pcu was noted to have green/blue deposits on the iui (m) and pump module serial number (B)(6) had a sticking module latch assembly, a sticking door latch assembly, green/blue deposits on the iui (m) connector and a cracked/broken upper door hinge connector. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a device lacking a channel label could not be confirmed through a review of the logs provided by the facility. ¿ external and internal inspection could not be performed, since no devices were returned for this investigation. ¿ no devices were not returned for investigation; therefore, facility provided associated logs of suspect and concomitant devices for investigation. O review of the suspect pump module (B)(6) error log showed no errors were recorded on the reported date. O review of the pcu (B)(6) event log showed the device was powered on at 2:29 pm on the reported event day, pump modules (B)(6) were attached. A log download was performed, and at 8:05 pm, the user pressed key unit channel off. There are no records of infusions during that day. ¿ per channel error tip sheet, the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. O to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ per bd alaris¿ system with guardrailstm suite mx, make sure the instrument is turned off, unplug the power cord and wipe all the exposed device surfaces except the inter-unit interface (iui) connectors. O do not use an oversaturated cloth. Be sure to squeeze out excess liquid. Use a dedicated soft-bristled brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. O do not use any hard, abrasive or pointed objects to clean any part of the instrument. Follow the cleaner manufacturer's instructions on the time to leave it on the device surface. Then, remove the cleaner using a soft cloth dampened with water. O do not allow the cleaner to collect on the instrument. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the report of a device lacking a channel label could not be confirmed through a review of the provided logs, as they were overwritten due to continuous use. The root cause was not identified, since there was no product returned to be examined and tested. Note that this report lists imdrf annex a1502, a0509, a040502, a0709, g0405206, g02017, g0301204, c07, c23, c16, d15, d11, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was reportedly ¿not seeing channel¿. All the channels were ¿to the left side of the pcu¿. On site manufacturer representative assessed devices involved in this event. It was noted the suspect pump module was found with a sticking door latch assembly and surface contaminants on the iui (m) connector. The pcu was noted to have green/blue deposits on the iui (m) and pump module serial number (B)(6) had a sticking module latch assembly, a sticking door latch assembly, green/blue deposits on the iui (m) connector and a cracked/broken upper door hinge connector. This was reported to bd representatives during their site visit. There was patient involvement but no harm.